Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted due to the setscrew being disengaged. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.